Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed seven years of longevity but the device was just implanted in november. The patient was in atrial fibrillation (af) at the moment. Boston scientific technical services (ts) stated that current drain might be from af. Moreover, ts will submit to engineers for evaluation. The device remains in service. No adverse patient effects were reported.